Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturing representative that there was an anomaly with lead impedance. The patient had pain in their legs due to failed back surgery syndrome. During a checkup appointment, impedances were measured at 0.7v and found to be below 10,000 ohms and show disconnection values. The hcp suggested that both leads were disconnected and not inserted into the same vertebral body. Disconnection points could not be found on x-rays that were done. Investigations were going to be done in the future including investigation on the continuation of treatment. Future plans were going to be determined in a month. If the continuation of treatment was desired after 1 month, a troubleshooting revision was going to be done. The cause of the event was unknown. The issue was not resolved at the time of this report. The hcp assessed the event was not serious. No surgical intervention had been taken at the time of this report. The patient's indication for use is failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.